Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a 50-year-old male patient, with a history of myocardial infarction in november 2022. The following data was provided: sample ID (B)(6) result, on (B)(6) 2023, was 13615 pg/ml. The patient was retested on (B)(6) 2023, under sample ID (B)(6), and the result was 13300 pg/ml. The patient was retested on (B)(6) 2023, under sample ID (B)(6), and the result was 10138 pg/ml. The patient was rested on (B)(6) 2023, under sample ID (B)(6), and the result was 7714 pg/ml. The patient was also tested using cobas and siemens¿ assays and the results were also elevated. It was noted, that the troponin t result was low, so there was no suspicion of recurrent heart disease, and the patient did not present with cardiac symptoms. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6), sample ID (B)(6), sample ID (B)(6), and sample ID (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13-34, that has a similar product distributed in the us, list number 04z21.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a 50-year-old male patient with a history of myocardial infarction in (B)(6)2022. The following data was provided: sample ID (B)(6)result, on (B)(6)2023, was 13615 pg/ml. The patient was retested on (B)(6)2023, under sample ID (B)(6), and the result was 13300 pg/ml. The patient was retested on (B)(6)2023, under sample ID (B)(6), and the result was 10138 pg/ml. The patient was rested on (B)(6)2023, under sample ID (B)(6), and the result was 7714 pg/ml. The patient was also tested using cobas and siemens¿ assays and the results were also elevated. It was noted that the troponin t result was low, so there was no suspicion of recurrent heart disease, and the patient did not present with cardiac symptoms. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Using worldwide field data through abbottlink, a review showed that the median patient result for the lots reviewed are within established limits, confirming there was no systemic issue. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for the alinity I stat high sensitive troponin-I, list number 08p13-34, was identified.section a2 - age and a3 - gender were updated to include patient information.